Event description:
It was reported that the asymptomatic patient presented in clinic for a follow up with recorded episodes of non-sustained right ventricular oversensing due to far p-wave oversensing exhibited by the implantable cardioverted defibrillator. Programming changes were made. The patient was in stable condition.